Event description:
It is reported that a customer was hospitalized 6 months to a year ago due to a car accident and low blood glucose level of 40 mg/dl. The customer was assisted with trouble shooting and their insulin pump and found that the date and time were incorrect on their pump. The customer was assisted with reprogramming their insulin [pump. The customer also complained that it was hard to read the screen of their insulin pump due to scratches on the lcd screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.